Manufacturer narrative:
Batch review performed on 22 september 2023. Lot 178477: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 years 2 months after the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and surgery was completed successfully.